Manufacturer narrative:
Concomitant medical product: dtba2d1, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. Additional information reported there was intermittent right ventricular (rv) lead undersensing. The lv and rv leads remain in use. No patient complications have been reported as a result of this event.